Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a tape not sticking issue, which resulted in the infusion sets being pulled out early event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.